Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to impedance issues on multiple contacts. Reprogramming was attempted to no avail. Reportedly, diagnostic imaging revealed a lead fracture. As a result, surgical intervention is pending as the next course of action to address the issue.